Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review. All results were satisfactory. Neither sample nor actual gel card was available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported the anti-a microtube of the abd/reverse gel card of lot 102414037-23 exp 10/15/15 gave a false negative reaction with one patient sample that was later tested with immucor anti-a and a positive reaction was achieved. Historically this patient was typed as a group o in 2014 with a weak anti-a antibody in their backtype (anti-b was normal). No additional details about lots/reagent/test methods used for this result were available. On (B)(6) 2015, customer tested the patient sample on the provue and expected the same group o with a weak backtype result with the a1 cell. Gel card result showed the patient was group o in the forward type but the backtype with the a1 cell was negative, b cell was positive. Customer expected the historical weak anti-a in backtype with the a1 cell. As part of the customer's investigational testing, a second sample was collected from the patient and retested. All results were the same. Customer proceeded to repeat the backtype on the bench using a buffered gel card, lot 090814004-01 exp 7/22/15 with a 15 min incubation at room temp. Results were negative with the a1 cell and positive with the b cell. Customer also tested the patient's red cells with anti-a,b antisera made by quotient. She states the reaction was "questionable". The patient sample was sent to a reference lab ((B)(4)). The report stated the patient typed as a group a with a 3+ grading strength using immucor anti-a by tube testing method (lot# not provided). Customer believes the issue is sample related in that the patient's a antigen is not detectable with all clones. The patient was later transfused with group o blood and there have been no complications. No additional patient sample is available for testing. All qc passed with no issues. Storage conditions were as per IFU and visual appearance before use was acceptable. Transfusion history: patient doesn't recall being transfused prior to this admission.